Event description:
The customer complained that the insulin pump beeped. Troubleshooting was performed and found that the customer was delivering a bolus, which was causing the beeping. During the phone call, the customer's blood glucose reading was 41 mg/dl and paramedics were called to assist her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.